Event description:
The patient went to her health care provider (hcp) because ¿they think the battery is dead because it has been before.¿ it was clarified that the ins has been replaced due to normal battery depletion, the patient had it for 3 or 4 years. The patient went to her hcp because the ins was not working and the patient was having so much back pain. The patient originally thought the ins was dead because of so much back pain. The patient met a company representative at the hcp office and the device was checked, the ins was working great. Some adjustments were made to the stimulation while the patient was there. The patient was also told that the device has not been on for at least a month. It was discovered that the patient had misplaced the patient programmer (pp) 4 months ago. It was unknown if the stimulation has been off for the full 4 months or not. The pain comes and goes because some weeks the patient seems fine and says nothing about pain, but then the next week the patient will have trouble walking. The patient¿s hcp reported the cause of the event was unknown. Premature battery depletion was noted. No surgical intervention has occurred. The patient did not required hospitalization. The patient outcome was not specified.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).